Manufacturer narrative:
The report was incorrectly filed on with cfn number (B)(4). In this report the cfn number is corrected.

Event description:
The manufacturer received information alleging a ventilator's touchscreen is not responsive. There was no harm or injury reported. It is not coming back for service. The device's lcd display, display board and display interface board were replaced to address the issue.